Event description:
It was reported the patient underwent surgical intervention due ipg battery depleting for unknown reason. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is unknown.